Event description:
A family member reported that the pump dispensed insulin during the load step.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load step did not detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. Unrelated to the complaint, the display screen was found to have a red tint and moisture was observed in the pump.